Event description:
It was reported that during deployment of a vascular stent, the deployment mechanism became blocked while the stent was partially released and add'l manipulation was needed to complete the stent placement successfully. There is no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample and no images were provided for eval. Therefore, the reported problem could not be reproduced. Potential factors which may have contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The event may be associated with difficult anatomic conditions which may have led to increased friction during stent deployment. Also, rough handling of the device during unpackaging or use could be a contributing factor. Based on the info available and as no sample was returned, a definite root cause for the reported event could not be determined.